Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, the atrial lead was dislodged as a result of the ablation. An additional procedure was completed the same day to revise the lead. Repositioning was attempted but unsuccessful, so that lead was capped and replaced on (B)(6) 2021. The patient was stable before, during and following the event.